Manufacturer narrative:
Initial report submitted on 18 december 2024, per MFR report #. The DHR review showed that there is no production or design issue that can lead to the defect which caused the complaint case. According to the additional information provided by the customer, the dilator was not used during sheath removal. According to the IFU of the device, dilator usage during withdrawal is a must. The root cause has been established as user error.

Event description:
The problem was described as: "performing angiogram from contralateral access, calcific bifurcation and previous endarterectomy to access groin. Difficulty on retreival of sheath. Sheath began to fray and elongate. Unable to retrieve safely, proceeded to cutdown, snare and retrieval." Event occurred: inside patient lesion location: bifurcation calcification: moderate vessel turtuosity: severe patient injury: yes final patient's outcome: required intervention to prevent permanent impairment/damage the customer provided the following additional information on 18 dec 2024: can you provide the lot nr for our document review? No, unfortunately the product sticker for the fortress was not kept as it is not normal practice to keep sheath stickers. Royal perth hospital anum did track down the notes from the patient. They reviewed the tracking stickers and unfortunately there was no fortress sticker from that case, so we are unable to confirm the lot number. Was the dilator used during removal? No, the dilator was not inserted for the removal of the fortress sheath. Do you have any complaint images, since the device will not be delivered? I met with dr oshin on friday to review the images from the case. Unfortunately, there were no saved images from the case of the fortress sheath.

Event description:
The problem was described as: "performing angiogram from contralateral access, calcific bifurcation and previous endarterectomy to access groin. Difficulty on retrieval of sheath. Sheath began to fray and elongate. Unable to retrieve safely, proceeded to cutdown, snare and retrieval." Event occurred: inside patient lesion location: bifurcation calcification: moderate vessel tortuosity: severe patient injury: yes final patient's outcome: required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The complaint device will not be returned for an evaluation. Without the complaint device or lot number and just the information provided, it is not possible to further test the product or do a DHR review to determine why the damage could have occurred. The root cause of the incident is unknown at the time of the intial report.